Event description:
The sales rep reported that the patient had subdural hematomas, and as a result, the valve was reset to 200mm h2o. No x-ray was taken to confirm the setting. The patient began not feeling well. An x-ray verified that the valve was set at 30mm h2o. The valve was reset again to 200mm h2o and confirmed with a vpv programmer. Patient is in stable condition but not alert as he was when the valve was reset to 200mmh2o the first time. When the vpv programmer was checked by the sales rep, he found that the device was fully functional.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation as the device remains implanted. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not returned.